Manufacturer narrative:
One medfusion pump was received with the top and bottom cases in excellent condition and no visible contamination. The event history log (ehl) was reviewed and there were "battery depleted" and "battery communication timeout" errors found. The power up process and biomed diagnostics were used to check the battery status. The reported issue was unable to be confirmed. The battery readings were all good and the battery was at 93%. There was no fault found with the returned pump, but the battery and interconnect board were replaced as preventative measures.

Event description:
Information was received indicating that a smiths medical medfusion pump shut down and had a "battery depleted" error code, but in pharmguard, the battery was shown to be at 95%. There was no reported adverse event.